Event description:
It was reported that the patient had her lead replaced in 2009 because she had a lead electrode break every 6 months and was ¿down to just a few lead contacts.¿ it was stated that the patient had been ¿tossed¿ while being on a treadmill, which caused her lead to disconnect.

Manufacturer narrative:
Concomitant products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3998, lot# v233248, implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
Follow up information reported that the patient received assistance from their doctor and manufacturer's representative and their concerns were resolved. An appointment of (B)(6) 2014 was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).